Event description:
Event description guidant received information that, 30 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) has reached eri (elective replacement indication). There is concern that this device has depleted earlier than expected.